Manufacturer narrative:
The pump was returned to animas for eval. During testing, the pump was rewound, loaded and primed successfully. During eval the force sensor assembly was found to be damaged. Unrelated to the complaint, the battery cap was found to have stripped threads and would not keep contact causing power loss. The user guide instructs the pt to replace the battery cap at least once per yr and that cracks, chips, or damage to the pump may impact the battery contact and/ or the waterproof feature of the pump.

Event description:
Pump is returned for a short load step causing a large prime volume. Eval revealed a damaged force sensor assembly. This report is being made based on the eval results.